Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and patient's concern with the product.

Event description:
Patient reported right side device folding and "scratch" found through ultrasound, "there is a wound", questioned recall. The device remains implanted.

Event description:
Patient reported right side device folding and "scratch" found through ultrasound, "there is a wound", questioned recall. The device remains implanted.